Manufacturer narrative:
Correction: serious injury

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver insulin. Caller reported patient experienced high blood glucose level requiring hospitalization; exact readings and treatment received was not provided. Requested return of the alleged device and replacement was sent.